Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue; the epg passed all functional testing. It was found that the red display wire insulation was pinched, but it was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was inconsistent capture during use after preventive maintenance was done. The unit was replaced with a different external pulse generator (epg), which seemed to work better. The external pulse generator has been returned for service. No patient complications have been reported as a result of this event.